Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display that was not resolved by a replacement battery cap. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.